Event description:
Consumer applied adhesive bandage and alleges that within 10 minutes, she experienced shortness of breath, was "itchy all over" and her "tongue tingled." She alleges that the area around the medicated pad was "inflammed." She took a benadryl and then went to the dr who gave her a shot of adrenalin.